Event description:
The customer reported that during a patient procedure, they pressed the up button on the gantry to load the patient, but the table moved up and in to the gantry. Philips service verified that there was no rescan or harm to the patient or operator. Philips service determined that the multifunction foot switch had not been secured to the floor when it was installed and could be moved into the slot in the front gantry, possibly engaging a pedal.

Manufacturer narrative:
We will file a follow-up MDR at the completion of the investigation. (B)(4).